Event description:
The local field service engineer (fse) arrived on site to resolve a ring lock "u059" failure. While attempting to repair the system fse took detector two past the safe position of -165 while the gantry was stuck in the 180 mode. This caused detector two to go over the top of gantry and subsequently collide with detector one. There was no pt in the equipment at the time of the event. There were no injuries to users, pts, or other personnel.